Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited tip part image b30 and there was a connector part ID function malfunction. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-5/10 chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.